Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electgrodes when paramedics arrived. The device displayed the pt's ECG as asystole and paramedics administered drugs in an attempt to convert the pt's asystole to a shockable rhythm. When the device displayed the pt's ECG as vfib, the paramedic ordered the emt's to use the device in AED mode. According to the reporter, the device's advisory and analyze buttons did not response to keypresses. The reporter also stated that charge. Shock and energy select buttons did not respond to keypresses by the paramedic. A backup device was used and the pt was transported to the hosptial but the pt outcome is unknown.